Manufacturer narrative:
As reported, the capsure device is being returned for evaluation. However, at this time has not been received. Based on the available information, we are unable to determine a definitive root cause for the reported event. As reported a fastener was left in the patient¿s abdominal cavity. The instructions for use for the capsure fixation device instructs "loose fasteners should be retrieved from the abdominal or other cavities if possible." A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of 630 units released for distribution in february, 2020. Addendum: this is an addendum to the initial emdr submitted on 15-jun-2020 to document the results of device evaluation. During the sample evaluation, the remaining eleven (11) fasteners were deployed successfully without issue. The reported event that fasteners would not fixate was not reproduced throughout the sample evaluation. No manufacturing anomalies were found. The sample was found to function as intended during simulated use testing, as such a definitive root cause of the reported event could not be determined. However, the most likely root cause is the event occurred due to user/device interface. The instructions-for-use states, ¿if the fastener does not fully seat, use a maryland grasper in the same manner to remove the fastener by turning the grasper counter clockwise. Place another fastener in the same vicinity as the removed fastener. If the fastener head becomes dislodged from the fastener coil, remove the coil by grasping the proximal end of the coil and rotating the grasper counterclockwise. Loose fasteners should be retrieved from the abdominal or other cavities if possible." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an endoscopic inguinal hernia repair procedure, a capsure fixation device was used for fixation of a 3dmax mesh and the fastener was stuck in the mesh, however, it was slightly floating.the fastener has not been removed from the patient¿s body and there was no reported patient injury. The surgeon is an experienced user of the capsure fixation device.

Manufacturer narrative:
As reported, the capsure device is being returned for evaluation. However, at this time has not been received. Based on the available information, we are unable to determine a definitive root cause for the reported event. As reported a fastener was left in the patient¿s abdominal cavity. The instructions for use for the capsure fixation device instructs "loose fasteners should be retrieved from the abdominal or other cavities if possible." A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in february, 2020. If/when the sample is received and evaluated, a supplemental emdr will be submitted. Sample not returned.

Event description:
It was reported that during an endoscopic inguinal hernia repair procedure, a capsure fixation device was used for fixation of a 3dmax mesh and the fastener was stuck in the mesh, however, it was slightly floating. The fastener has not been removed from the patient¿s body and there was no reported patient injury. The surgeon is an experienced user of the capsure fixation device.